Manufacturer narrative:
A review of the manufacturing records could not be conducted because the lot# is unknown. The device was discarded, so no engineering evaluation could be conducted. No analysis could be conducted because the lot# is unknown and the device was discarded.

Event description:
It was reported that the physician was implanting a 25mm helex septal occluder to close an atrial septal defect. The initial procedure was routine and the device appeared in good position. During a post operative exam several hours after the procedure, the physician noted that the occluder had embolized into the pulmonary artery. The physician performed a re-intervention and snared the embolized occluder without incident. A second occluder was then implanted and the patient was doing well following the procedure.